Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are seeing a noticeable gap around one tooth and the contours of the gumline is off since changing into different aligner. Appears #7 is not tracking like it should be. Requested patient to find best fitting upper aligner to hold in.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.